Manufacturer narrative:
H10 upon initial inspection of the device, the authorized service provider (asp) observed an error code related to "blower temperature high" error during a scheduled fco implementation. The asp opened the device and noticed a significant amount of dust which likely contributed to the issue. The asp replaced the motor controller (mc) printed circuit board assembly (pcba) and blower assembly per the service manual. However, despite these efforts, the device failed the air flow accuracy test and was taken out of service. Repair is still pending.

Manufacturer narrative:
Upon initial inspection of the device, the authorized service provider (asp) observed a 1122 "blower temperature high" error scheduled servicing, the asp opened the device and noticed a significant amount of dust which likely contributed to the issue. The asp replaced the motor controller (mc) printed circuit board assembly (pcba) and blower assembly per the service manual to resolve the issue. The investigation concludes that no further action is required at this time. While the "blower temperature high" error has been resolved, the asp stated that an additional issue was observed after the mc pcba and blower assembly were replaced and will be addressed in a subsequent case.

Event description:
Philips received a complaint by the customer on the v60 indicating that a "blower temperature high" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. Upon initial inspection of the device, the field service engineer (fse) observed a "blower temperature high" error. An authorized service provider (asp) was dispatched to evaluate and repair the device. Investigation is ongoing